Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. A triclip was implanted successfully. The final tr was grade 1. There was no clinically significant delay reported. On (B)(6) 2025, a single leaflet device attachment (slda) occurred. The clip was detached from the posterior leaflet. The clip attached to the anterior leaflet was stable. A secondary triclip procedure was conducted. The pre-procedure tr was grade 1. During the secondary procedure, they were able to implant a triclip successfully and stabilize the triclip with the slda. The final mr was grade <1. There were no adverse patient effects or clinically significant delays.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.